Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, r-wave amp variation, and low pacing impedance. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue due to the helix being clogged with blood/ tissue and overtorque of the inner coil. The reported events of r-wave amp variation, and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. Rv lead capture threshold was high, sensing was low and pacing impedance had decreased. The patient had severe cough due to pneumonia and the physician believed the coughing may have contributed to the dislodgement. A procedure to reposition the rv lead was conducted but the lead helix could not be rotated therefore the rv lead was explanted and replaced. The patient was stable.